Manufacturer narrative:
The customer complaint that the "forceps appeared to be stuck and needed to be forced open" is unconfirmed. The original complaint device was not returned. Conmed received fifty-two 100503 in unopened original packaging. The lot numbers were confirmed. A visual inspection of the devices was performed, there were no obvious signs of abnormalities or defects. Performed functional inspections of the devices, all devices functioned as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found a total of five complaints involving 57 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 13 complaints, regarding 65 devices, for this device family and failure mode. During this same time frame 298,344 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user: -when advancing forceps through endoscope, care should be taken that, if resistance is met, the endoscope tip should be repositioned to allow smooth passage of the biopsy forceps. -be certain that the forceps are in the closed position prior to advancing the forceps into the endoscope and maintain this closed position while moving through the working channel of the endoscope. -do not force the forceps if they do not pass smoothly through the endoscope, as this may damage both the forceps and the instrument channel of the endoscope. -do not apply excessive force when opening and closing the forceps. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the precisor broncho disposable biopsy forceps alligator cup, item # 100503, lot # m181220002, that was encountered during a bronch/transbronchial biopsy at (B)(6) hospital on (B)(6) 2019. It was reported that "while placing forceps into scope to designated area the forceps appear to be stuck and needed to be forced open and became stuck in the open position, we had to take the entire scope out of the patient to retrieve the forceps out of the scope." It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with no delay. To date, although multiple attempts have been made to gather additional information and clarification, no information has been provided. This report is being raised on the basis of previous filings for injury and will be filed as a malfunction with the potential for injury as the forceps became stuck in the trocar/cannula during a bronchoscopy procedure.